Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient representative called back, stating the patient needed to turn the therapy off and asked how to use the recharger to do so. It was explained that only the programmer¿not the recharger¿can be used for this purpose. The caller insisted that the patient did not have a programmer and asked whether a representative could come to turn therapy off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller mentioned that this past july the patient had a check-up with their managing healthcare provider (hcp) and the hcp discovered that the implantable neurostimulator (ins) has been turned off for 6 weeks. This surprised the caller because the patient was functioning fairly well during the time the therapy was turned off.